Event description:
It was reported that the box cutting guide broke during surgery.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The investigation determined the likely root cause of the event to be use error as the material analysis confirmed the device to have fractured in overload due to bending. There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the box cutting guide broke during surgery.